Event description:
It was reported that a customer was having issues with the filter on the cadd pump tubing. It is leaking at the site of the filter. Tubing is used for 24 hour antibiotic pumps and 28 hour chemotherapy pumps. Patients come in the mornings with their dressing soaked and stating it leaked all night long. No adverse patient effects were reported.